Event description:
At about 8 years and 4 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6)2023: lot 136092: (B)(4) items manufactured and released on 04-mar-2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review.